Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called our international affiliate in 2006, and alleged that the pt's meter was not powering on and the battery icon was on the display. The affiliate rep spoke to the pt and obtained/verified the following info. According to the reporter, the last time the pt was able to test on the meter was, in the morning, a day prior. The pt obtained a result of 7.2 mmol/l. She takes 26 units of insulin, in the morning, which she took. The following day, on the event date, she was unable to test. She took her insulin as usual. At approx 1:00 p.m. She began to feel hot. The pt's daughter noticed her mother's symptoms and gave her 23 grams of glucogel. She also gave her a candy bar. The pt felt better after receiving the treatment. The reporter does not know the name or type of the insulin. The reporter then called lfs after the incident. The reporter was going to obtain new batteries for the meter. The int'l affiliate rep called the reporter back shortly after speaking with her and walked her through performing a blood glucose test on the pt; the result was 10.4 mmol/l. The meter issue was resolved once the batteries were replaced. This complaint is being reported, although this issue appears to have been due to use error, the pt took her scheduled dose of insulin while not being able to test, and subsequently suffered from symptoms that suggested hypoclycemia, which required intervention. A replacement meter has been sent.